Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0002648920 - 2021 - 00092.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. This will be reported under MFR number 0002648920 - 2021 - 00092.

Manufacturer narrative:
(B)(4). Concomitant products: unknown liner. Unknown cup. Unknown stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00906

Event description:
It was reported the patient underwent a left hip procedure. Subsequently, the patient has been indicated for revision approximately thirteen years post implantation due to patient experiencing incidents of the hip popping out of place. Patient is currently waiting on a cardiac catheterization prior to the revision. Attempts have been made and additional information on the reported event is unavailable at this time.